Event description:
A false positive advia centaur xp rubella g result was obtained on a patient sample and considered discordant when compared to an alternate laboratory rubella g negative result. The customer performed an advia centaur xp rubella g reagent lot to lot patient correlation study and the results were all positive. The patient sample was then repeated at an alternate laboratory and the rubella g result was negative. The customer has observed other advia centaur xp patient results that were either equivocal or positive and resulted negative on other alternate rubella g test methods. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp rubella g result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse did not observe any system issues that may have contributed to the positive rubella g result. The customer's calibration and quality control results were within specifications. The cause for the positive rubella g test result when compared to the negative alternate laboratory test result is unknown. No conclusion can be drawn. The instruction for use (IFU) states in the intended use section: "the use of the advia centaur rubella g assay to diagnose recent infection by testing acute and convalescent samples is not recommended. The calculated values for rubella igg in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the rubella igg assay used. Values obtained with different assay methods cannot be used interchangeably. The reported igg level cannot be correlated to an endpoint titer."